Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing numbness, pain, and sciatic nerve damage.

Manufacturer narrative:
Upon reassessment, this device was determined to not be reportable as it was not involved in the event.